Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while a phlebotomist was filling a 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube with a transfer syringe attached. As blood was filling the tube popped off of the needle. No serious injury or medical intervention reported.